Event description:
Patient presented to the physician with pain and tenderness at the ipg site and requested device removal. Physician brought the patient into the or and removed the ipg and sensing lead.